Event description:
Customer reportedly obtained results of 545mg/dl and 485mg/dl on the advantage system while a lab produced a result of 105mg/dl. All results obtained within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.